Event description:
Device explanted due to suspected failure. Components were loose. Female patient had a total knee arthroplasty performed prior. She subsequently had a resection for infection, placement of another prosthesis and, because of unsatisfactory results, yet another revision for infection and another revision. At this point, she is unhappy with her second revision arthroplasty because of pain. Evaluation has suggested, by radiograph and nuclear arthrogram, that the components are loose. We have offered her a revision surgery with an implant designed to have metaphyseal fixation.